Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device on/off button was intermittent. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the main keypad assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device on/off button was intermittent. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.